Event description:
Caller indicated the relion confirm meter was giving high readings. Caller cares for her uncle and got reading after dinner of 565 asked him if he felt unusual or had symptoms he said no so she retested about 3 minutes later and got reading of 111. Since he was not having symptoms of high bg she thought that the 111 was more accurate. Controls not used. Product replaced.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.